Event description:
It was reported by the customer that a patient allegedly fell from the bed when the bed unexpectedly moved due to broken caster stems which caused the brakes to fail. The patient reportedly suffered a skin tear to the arm. The extent of medical intervention is unknown. There was patient involvement; however, no clinically relevant delay in treatment was reported.